Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the electrical contact points of the video connector and water-tightness defect in the camera cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pinhole (scratch) in the camera cable is preventing the camera cable from maintaining its airtightness, and that the camera cable is suffering from a water-tightness defect. The most probable cause is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a image abnormality and a defective connection. There were no reports of patient harm.

Event description:
It was reported, the camera head had an image abnormality and a defective connection. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.